Event description:
Reporter alleged blood glucose measured 200 mg/dl back to back with a result of 87 mg/dl when tests were performed one minute apart. No actions were taken or treatment rec'd reportedly. A request was made for the return of the suspect device and replacement product was sent.